Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was contamination on the tips that would occur from improper flushing or rinsing during reprocessing. Further inspection found related finding, that maybe contributed to the failure. The instrument was found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found related finding that could contributed to the failure. The instrument was found to have a broken grip at the base. A piece approximately 4.05mm x 1.39mm and 2.13mm x 1.50mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to have a cracked case. The procedure was completed with no reported injury.